Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As pump supplies were changed, tandem technical support was unable to determine a possible cause of the occlusion. Blood glucose was 300 mg/dl.